Event description:
10/20/2015- additional information was received from a company representative indicated the patient did not have his catheter surgically revised to their knowledge. No further information was provided and the lot number of lioresal was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2 ,000mcg/ml, 400mcg/day, for intractable spasticity. The patient had no change in spasticity symptoms since implant on (B)(6) 2015. A catheter dye study was performed on (B)(6) 2015 and it was not possible to aspirate the catheter; catheter replacement occurred (B)(6) 2015. Other medications the patient was taking at the time of the event included baclofen (oral) 10mg tid; fluoxetine (oral) 20mg qam; aspirin (oral) 325mg qam; lisinopril (oral) 40mg qd; metformin hcl (oral) 500mg bid; pravastatin (oral) 20mg qhs; cyclobenzaprine hcl (oral) 10mg prn; mirtazapine (oral) 15mg qhs; omeprazole (oral) qd. The patient's medical history includes hypertension, stroke, diabetes type 1, and diabetes type 2. The patient status at the time of this report was alive-no injury&#55297;nd the event was considered resolved.